Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified in the log of the device, which occurred on (B)(6) 2010 during drain cycle 2. The patient's ultrafiltration reading was 1342ml. The programmed fill volume was 200ml. This information gave a total drain volume of 3342ml, which meets iipv criteria.

Manufacturer narrative:
(B)(4). The assignable cause of an increased intraperitoneal volume (iipv) found during evaluatuon of a homechoice device was undetermined. A review of the previous service record, (B)(6) 2010, shows the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the iipv. The device has not been previously returned for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.